Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
Patient was revised to address a broken distal tibial plate. Infection was also reported.

Event description:
It was reported that during a laparoscopic colon resection, the surgeon began to fire the device and on the second firing, heard a cracking noise when closing down on the trigger. When he fired the device across the colic artery, he felt an extra force to fire. When the surgeon observed the staple line, he noticed it had partially fired and the staples that fell off of the artery were malformed. He did not describe the formation. He then converted to an open procedure and completed with cut, suture and tie to complete the procedure. Patient is stable; it is not known how long it extended the procedure.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time. Received the following information on 3/1/2010: I was not present at the time of the case. I do know that the patient is fine. No transfusion was needed. The staple line at the mid colic artery was fine. It was not bleeding. The surgeon just felt more comfortable opening.